Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient is reporting a hospitalization on (B)(6) 2021. The patient reported that their blood glucose was going up on (B)(6) 2021 and that they sought medical attention the next day because of the elevation and they began to feel symptoms of nausea. The patient state that they were treated with fluids and intravenous therapy with an insulin drip. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).